Event description:
New information received notes of high pacing impedance prior to atrial lead revision.

Event description:
It was reported during in clinic follow up that the right atrial lead exhibited loss of capture. The lead was capped on (B)(6) 2021 and replaced. The patient was stable and asymptomatic.